Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. There were no abnormalities with the esheath+ or the commander delivery system prior to insertion. During procedure, the esheath+ was inserted with no difficulty however, while advancing the commander delivery system through the esheath+, the commander delivery system could not be advanced any further after ten (10) cm. It was decided to withdraw all the system as a single unit. After the withdrawal, no damage was observed in any device. A second kit was opened and used with no issue and the valve was implanted with a very good result. There was no consequence to the patient due to this event. As per pre-decontamination evaluation, it was observed a sheath distal tip split.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner partially expanded 3cm in length from strain relief. Remaining part of liner unexpanded and tip closed. Scratches along hdpe. Distal tip split and stretched. Imagery was provided from the site and revealed the following: calcification and tortuosity present in access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''while advancing the commander delivery system through the esheath plus, after ten (10)cm, the commander delivery system could not be advanced any further. It was decided to withdraw all the system as a single unit''. As seen in the provided 3mensio report, calcification and tortuosity were present in the patient's access vessels. Additionally, some scratches were observed in the sheath shaft. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. During evaluation of the returned device, the distal tip of the sheath was observed to be split. As seen in the provided 3mensio report, calcification and tortuosity were present in the patient's access vessels. Additionally, some scratches were observed in the sheath shaft. Calcification and tortuosity can subject the sheath to suboptimal angles which can promote physical interactions between sheath tip and patients' vasculature. Calcification can also constrain the sheath tip, creating direct interactions with sharp calcium nodule, leading to the reported split. These interactions could have been further exacerbated by use of excessive manipulation during system advancement as a means to overcome associated resistance. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.